Event description:
Customer reported via phone, the buttons are not responding properly. When he attempted to bolus the numbers kept ramping up as if they were stuck. Customer's blood glucose was 190 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent down button response due to corroded keypad traces. No stuck/spinning numbers, ramping numbers on their own or scrolling bar moving anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.